Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient calls to report that she has noticed that her blood glucose level changes if she delivers the boluses from her aviva insight meter used as remote control instead of delivering them directly from her insight pump. Patient suspects that the pump doesn't dispense the correct amount of insulin and/or the meter gives wrong bolus. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.